Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose and issues with the insulin pump. Customer's blood glucose level was 47 mg/dl. Customer treated their low blood glucose with juice. Customer advised they were on a strict diet for their diabetes for a 3 weeks period which may have resulted in low blood glucose levels. Customer advised they adjusted their basal and bolus rate which also affected their blood glucose levels. Customer advised they were unable to speak on the phone and would call back to complete the troubleshooting process.